Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 14-apr-2021 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 16-apr-2021: distal cap - fixed type failed epoxy seal integrity inspection, bending rubber pinhole, prism scratched, air/ water socket cylinder o-ring chipped, distal cap/ case cracked, failed wet leak test, failed dry leak test, light carrying bundle distal cover glass middle scratched, fluid invasion not observed in pve connector, fluid invasion not observed in control body, bending rubber leak at middle section. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts , and returned to the user upon completion: o-rings and seals, lcb distal cover, objective prism assy, bending rubber, distal case/cap, o-ring(0.5x1.3) imp-1, o-ring (1.8x19.8). Model ed-3490tk, serial number (B)(4) , has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2016 the endoscope is awaiting repair or approval by final qc as of 06-may-2021.